Event description:
A malfunction alarm with code malf 12 was reported, and the issue did not adversely impact the customer's blood glucose level. The customer did not reset the pump within the last 24 hours but experienced at least three occurrences of the same malfunction. As a corrective action, the pump was set to be replaced by technical support, and the customer was instructed to use multiple daily injections (mdi) as backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label.